Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device does not always turn on and the secondary battery is not charging.there was no reported patient involvement.